Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Customer's blood glucose level was not impacted. Reportedly, the battery gauge changed from 70% to 95% while not plugged into a power source. The customer then plugged the pump into a power source and it charged to 100%.